Event description:
It was reported that the screen on quick bolus button is no longer functioning. The device will turn on when plugged in to a power source.

Manufacturer narrative:
The device has been received for evaluation; however the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.